Event description:
The customer reported that the 9600 system intermittently will not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray controller board was replaced during the service call.